Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the angio-seal device would not track., and they dilated with a 6fr dilator and it still would not track. They opened a new angio-seal with success. Additional information was received on july 30, 2018. The device was difficult to advance in the patient, and they removed the device and opened a new one. Hemostasis was achieved with the second angio-seal device that was used. The blood loss was less than 250cc, and the patient was in stable condition.

Manufacturer narrative:
One 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. Upon visual analysis, it was noted that the assembly had a shallow curve. No visual anomalies were noted. The following measurement was taken: hemostasis sheath outer diameter = 0.01159", all measurements were within the specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The investigation of the actual device revealed the device was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.